Event description:
On (B)(6) 2013 the lay user/patient in (B)(6) contacted lifescan (lfs) to report the one touch verio pro meter was giving inaccurately erratic readings. The patient obtained the blood glucose readings of 418 mg/dl and 179 mg/dl on the reported meter within 20 minutes. The patient's testing technique was correct and the test strips were in good condition and within opened expiration dating. The patient experienced no symptoms and denied seeking medical attention. The patient did not suffer any injury due to the reported meter. The patient experienced no symptoms and denied seeking medical attention. However, as the test results fell outside expected values for precision testing, this complaint is being reported.

Manufacturer narrative:
Follow-up #1 (6/17/2013)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found; the complaint was not reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Meter tested (B)(6) 2013 strips tested (B)(6) 2013.

Manufacturer narrative:
The lay user/patient's product(s) have been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the test strips involved in this case have passed all testing and the complaint was not confirmed. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.